Event description:
It was reported post-operatively, that the right ventricular (rv) lead perforated through the cardiac muscle causing cardiac tamponade. The effusion was drained. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.